Manufacturer narrative:
According to the field, the crt-d will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates there was no asystole of greater than two seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not capturing the heart on the right ventricular channel. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.